Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received disassembled. It was reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument was handled roughly during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: applying excessive pressure against the nose of the instrument may stall or jam the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia procedure, when the surgeon squeezed the handle, the shaft disengaged and fell into the patient's cavity and was retrieved. Another device was used to complete the case. There was no patient injury.